Manufacturer narrative:
Investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. We continuously seek to improve and value feedback from our customers. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. This event has been added to our complaint database. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the verbatim, the probable root cause for the reported condition of this complaint could be due to valve issue that was related to eto sterilization. CAPA#1379444 and product recall was initiated for vps product sterilized using eto. Complaint trend would be monitored. Complaint will be reopened when sample is returned.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage from the injection port. The following information was provided by the initial reporter: during a routine elective surgical case a size 18fg bd pro safety cannula was inserted to administer IV fluids through. The cannula performed adequately for the duration of the surgery, however at the end of surgery the consultant anaesthetist noticed IV fluids pouring out of the injection port on top of the cannula. The fluids were stopped immediately and the cannula was removed and replaced. No harm came to the patient at any time in this instance although there was a potential risk.